Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user's strips had just been opened, however the user's husband's strips were expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. While waiting for the replacement of dario strips and control solution to arrive, the user sent an email to dario stating that her dario meter is reading 284 mg/dl when compared to her cgm which read 72 mg/dl. After the new dario strips and control solution were received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 148 mg/dl (range 104-150 mg/dl). Control solution level 2 test results was 252 mg/dl (range 187-270 mg/dl). The user then tested her bg with the new strips and received a reading of 101 mg/dl compared to a reading of 90 mg/dl from her cgm. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.the user reported receiving high bg readings of 173 mg/dl and 184 mg/dl from her dario meter when compared to the user's cgm, which read 89 mg/dl, 57 mg/dl and 42 mg/dl. The user reported that she then compared with an older meter which read 76 mg/dl, as well as comparing to the user's husband's dario meter, since he had just opened a new cartridge of strips. The user received a reading of 184 mg/dl on her husband's dario meter.